Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3 (evaluation is in progress, but not yet concluded)

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, excessive condensation developed within the oxygenator and accumulated in the scavenge line, resulting in continuous dripping. After approximately one hour of recirculation, the reservoir volume had decreased by an estimated 50 ml. No patient involvement product was changed out procedure was completed successfully.